Manufacturer narrative:
A review of complaint database indicates the user facility did not register a complaint with rita. The event description is consistent with pinch-off syndrome, however due to device not being returned unable to confirm.